Event description:
Information reported as follows: one (1) fms was inserted on (B)(6) 2013. It was deflated (B)(6) 2013 to check fluid amount due to leakage of stool around fms. Forty to 42 cc of saline instilled into balloon. Rectal bleeding noted (B)(6) 2013. Nurse attempted to deflate the balloon using luer lock syringe, but was unable to deflate balloon. She was able to easily remove the fms from pt while balloon was inflated.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no report of pt being harmed as a result of this malfunction. It is reported that the pt was critically ill before incident, and after incident, reporter did not feel the event was a contributing factor to critically ill status. The fms was removed and pressure applied to rectal area, bleeding stopped as a result. Lastly, it is reported that external fecal collector applied to skin around rectum. A request for evaluation was sent to the supplier on (B)(4) 2013. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected.